Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise leading to inappropriate shocks. An x-ray was performed which revealed that the patient dislodged both the rv and right atrial (ra) leads due to twiddler's syndrome. A revision procedure was performed where the ra lead was successfully repositioned. The rv lead's helix would not extend or retract thus it was explanted. A new rv lead was successfully implanted. No additional adverse patient effects were reported.